Manufacturer narrative:
Other applicable components are: product ID: 3888-33, lot# v638051, product type: lead. Product ID: 3888-33, lot# v714493, product type: lead. Product ID: 3888-33, lot# v671012, product type: lead. Product ID: 3888-33, lot# v714493, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that they were told by a manufacturer representative that their leads were ¿bad.¿ the patient also reported that they have had pain symptoms for about two years. The patient reported that ins never helped since implant and that they were shocked by their implant. The manufacturer representative clarified that they did not mention that the leads were bad. The manufacturer representative met with the patient three weeks prior to the report and the impedances were within normal limits. No further complications are anticipated.